Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien valve in an alterra present, the team was unable to deploy the sapien 3 valve due to the patient's tortuous anatomy and kinking of the pulmonic delivery system valve housing. Upon removal, the valve was observed to be damaged due to anatomical turns from the right ventricle to the pulmonary artery. Per report, the alterra prestent system was deployed as planned. The case was aborted.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
It was initially reported by the field clinical specialist (fcs), that during a transfemoral tpvr procedure with a 29mm sapien valve in an alterra present, the team was unable to deploy the sapien 3 valve due to the patient's tortuous anatomy and kinking of the pulmonic delivery system valve housing. Upon removal, the valve was observed to be damaged due to anatomical turns from the right ventricle to the pulmonary artery. Per report, the alterra prestent system was deployed as planned, and the 29mm sapien 3 valve was not implanted. The case was aborted. Per follow up received, it was reported that inflation was not attempted during the procedure as it was initially perceived to have been the issue. As there was no inflation issue, and based on re-assessment from the additional information received, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.